Manufacturer narrative:
Evaluation summary: the device and the lens were returned separated. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been fully advanced outside of the device. The upper flange of the plunger tip is slightly bent. No other issue was observed. The tip of the nozzle has heavy stress. The nozzle was removed and cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. Viscoelastic was not provided. It is unknown if the qualified product was used. The root cause for the reported bent plunger could not be determined. The plunger was fully advanced outside of the nozzle. The small upper flange was slightly bent. The heavy stress observed to the nozzle tip may indicate the lens or plunger was not is a proper position for advancement. Top coat dye stain testing was conducted with acceptable results. It is unknown if a qualified viscoelastic was used. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that after an intraocular lens (iol) was implanted, the tip of the plunger was greatly bent. The iol remains implanted with no harm to the patient.